Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the down arrow button has been intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: there was no visible damage to the keypad. The contrast button had an intermittent response, while the up arrow, down arrow, and ok buttons responded properly. Contamination was found under all of the button contacts when the keypad was removed. There was no moisture seen from the outside of the pump. There was a crack and leak found in the pump case. There was moisture found inside of the pump case. The bolus button was unresponsive, but the cover was intact. There was moisture on the bolus button contact when the cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.